Event description:
It was reported that the device had error code 133.6090. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report issue of error code 133.6090 on the pcu was not replicated during testing; however, log review identified repeated power supply processor error codes that can be attributed to a defective power supply board. The suspect pc unit was powered on in the as-received condition, the pc unit powered on successfully with no issues noted. Subsequently, the pc unit was power cycled (on and off) twenty (20) times to check for any errors or alarms, the reported code was not reproduced. The suspect pc unit was then connected to the ac power for twenty-four (24) hours to fully charge the battery. The following day, the suspect pc unit was power cycled (on and off) twenty (20) times. No issues or anomalies were noted. In maintenance mode a battery conditioning procedure would test the charging circuitry of the suspect pc unit and the condition of the battery. The pc unit was plugged into ac power and was powered on in maintenance mode. The optimal conditioning battery test was selected and successfully completed. The results showed the old capacity as 3400 mah (milliampere-hour) and the new capacity as 4027 mah. The capacity was noted within specification. A review of the suspect pcu device error log identified the reported main speaker error code 133.6090 on (B)(6) 2025 at 9:46 am. Power supply processor error code 121.2070 was also identified during log review. The event log showed that the system alarmed for error code 133.6090 immediately after power on self-test (post) sequence every time the error code was recorded. The bd alaris pc unit (pcu) software runs in self-checking programs prior to and during operation. A system error message means that the bd alaris system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Operation will continue on all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility's clinical engineering or biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service suspect s/n: (B)(6) (w/o: (B)(4)). Device was opened for investigation. Please replace power supply board as a preventive measure. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.